Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2013-00739 for a description of the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced infection, inflammation, mesh erosion, pelvic pain, pain with urination, dyspareunia, vaginal pain, migration, bleeding and discharge.all other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 10020803, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.